Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. It also had moisture damaged at motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went swimming with the insulin pump. She stated she tried to dry it but it was not working. She confirmed the device had no cracks but there is fluid under the lcd display. Customer's blood glucose value was 141 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.